Event description:
A zoll distributor an electrode belt indicating that it would not communicate properly with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As rec'd, the trunk cable connector was cracked and there was an open yellow (pgnd) wire in the trunk cable. The cause of the non-functional therapy electrodes is the open yellow wire. The root cause of the open yellow wire is excessive force placed on the cable. No adverse event resulted from the open pulse wire.